Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 23 mmol/l. Insulin pump received insulin flow block alarm. Customer treated their blood glucose via bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer stated that they uses auto mode feature at the time of high blood glucose event. The customer did high pressure test and it was pass. Based on customer report customer did not allege insulin pump for possible under delivery. The insulin pump will not be returned for analysis.